Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade unknown & necrosis.

Event description:
Patient reported left side rupture. Healthcare professional confirmed rupture, reported capsular contracture, baker grade unknown with pain, "fat necrosis", and calcification. The report of cyst has been deemed not device related. The device has been explanted.